Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there were bilateral ischiorectal abscesses due to arms of vaginal mesh. Allegedly the patient required surgery to drain and remove the mesh arms. The patient experienced vaginal bleeding, pain, and vaginal mesh extrusion which required surgery to remove the vaginal mesh. Additional information requested.

Event description:
It was reported that there was a bilateral ischiorectal abscesses due to arms of vaginal mesh. Allegedly the patient required surgery to drain and remove the mesh arms. The patient experienced vaginal bleeding, pain, and vaginal mesh extrusion which required surgery to remove the vaginal mesh. Additonal information requested.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this unknown avaulta - bard product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the unknown avaulta - bard product ifus are found to be adequate based on past reviews. Patient codes: (B)(4).